Event description:
Paramedics were preparing to perform routine ECG monitoring of a patient complaining of chest pain. When the device was turned on, the service indicator and the "selected joules" icon began flashing alternately. The operator cycled power and continued using the device with no other problems reported. There were no adverse affects to the patient reported as a result of device use.